Manufacturer narrative:
Continuation of d10: product ID b35200 (serial: (B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had terrific symptom control ¿for the first three months after implant. Following the three month period, the tremor returned on the right side of her body. It was reported that multiple attempts to control the tremor by reprogramming occurred. During these reprogramming sessions, it was reported that there was no symptom control at all, and no side effects were reported either even with very high settings. Imaging was obtained to check for a misplaced brain lead and system integrity. Imaging showed that the lead had not moved from the time of original implant and no obvious system damage was seen. Reprogramming sessions occurred multiple times by different providers. Imaging was obtain aimed to verify lead and extension integrity and to check for lead placement. The physician decided to replace components of the system starting with the battery. The battery was replaced on (B)(6) 2024. Immediately after surgery in the postop area, the battery was turned on, and the patient was programned, symptoms were controlled on the right side of the body. The patient also had side effects of numbness and tingling on the right side of the body that she had not had at the high settings with the battery that was explained. There are no known patient/external/environmental factors contributing to this event. The issue was resolved at the time of this report.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (serial number (B)(6) revealed that the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.